Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. With all the available information, boston scientific concludes the complaint was not confirmed.

Event description:
It was reported that the patient was experiencing bruising and pain around the ipg site down to the lower back and legs. Database were analyzed and revealed no anomalies. The patients ipg was replaced and that the patient was doing well postoperatively. The explanted ipg will be returned for analysis.

Manufacturer narrative:
Exact date unknown, event occurred two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing bruising and pain around the ipg site down to the lower back and legs. Database were analyzed and revealed no anomalies. The patients ipg was replaced and that the patient was doing well postoperatively.